Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the vf episode count was missing/invalid. (B)(4).

Event description:
It was reported that the patient presented with dizziness associated with ventricular tachycardia (vt). It was determined that the device delivered six unsuccessful shocks which did not terminate the arrhythmia. In addition, it was noted the episode data was invalid. The device remains in use. No further patient complications have been reported as a result of this event.